Event description:
During withdrawal of a balloon catheter from the subclavian vein, the balloon became separated from the catheter shaft. A retrieval device was used and successfully retrieved the foreign object. The pt tolerated the procedure well.